Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that during a pre-operative device check prior to a planned device replacement procedure, this right atrial (ra) lead was found to exhibit noise and varying pace impedance measurements between approximately 500 ohms and 1000 ohms, which is within normal specification limits. The noise was noted to have been oversensed resulting in inappropriate (atr) mode switch episodes and pacing inhibition. It was indicated that the patient did not experience asystole due to the pacing inhibition. As a result, the ra lead was also explanted and replaced during the device replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a pre-operative device check prior to a planned device replacement procedure, this right atrial (ra) lead was found to exhibit noise and varying pace impedance measurements between approximately 500 ohms and 1000 ohms, which is within normal specification limits. The noise was noted to have been oversensed resulting in inappropriate (atr) mode switch episodes and pacing inhibition. It was indicated that the patient did not experience asystole due to the pacing inhibition. As a result, the ra lead was also explanted and replaced during the device replacement procedure. No additional adverse patient effects were reported.